Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial and had clear surgical residue on the product. Visual inspection found the lens to be curved and clear residue on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5/+1.0/095 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for a shorter lens due to excessive vault, and the problem was resolved.